Event description:
Post implant, lead impedance was shown as greater than 2000 ohms in bipolar. In unipolar, the pulse generator seemed to operate normally. In 2009, impedance did not improve and pacing and sensing seemed to be deteriorated. Via x-ray, the lead tip did not appear to be fully inserted into the connector. The pocket was reopened the next day, but the tip could not be fully inserted and impedance did not improve. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.